Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the user opened the package and manipulated the handle to check if the basket opened and closed properly. The user noted that the basket tip was already broken. The wires were pulled from the cannula, but the device did not make patient contact.